Manufacturer narrative:
The mega suturecut needle driver has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the mega suturecut needle driver instrument was inspected prior to use and no damage or anything out of the ordinary was observed. The issue occurred while needle driving, it was unknown if the instrument collided with any other instrument or tool during the procedure. There were issues related to opening/closing of the grips; left/right (yaw) motion of the grips; up/down (pitch) motion of the wrist only after the wrist cable snapped. There were cables visibly protruding from the distal end of the instrument. No photographic images of the device(s) or a video recording of the procedure were available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the mega suturecut needle driver instrument had a snapped cable. The procedure was completed as planned with no reported injury using a backup instrument.